Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2023-00354. Section e. Box 1. Title; section h. Box 6. Evaluation codes: device code 1. Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated, the pull wire was retracted out of the pusher assembly distal tip and the embolization coil was detached. This typically occurs during a successful detachment. Based on the reported event, the root cause of the detachment issue during the procedure could not be determined. Further evaluation revealed pusher assembly bends throughout its length. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coil), smart coil detachment handles (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced a smart coil using a microcatheter into the target vessel and attempted to detach the smart coil using the handle several times; however, the smart coil failed to detach. Then the physician used a second handle without success. Therefore, the physician decided to remove the smart coil. While retracting, the smart coil unintentionally detached within the microcatheter. The physician then used the detached smart coil''s pusher wire to advance the smart coil out of the microcatheter and into the target vessel. Next, the physician advanced a second smart coil into the target vessel and attempted to detach the smart coil using the second handle; however, the smart coil would not detach. Therefore, the smart coil was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.